Event description:
Reporter called and stated that child had passed away two weeks ago while on bipap with back-up rate. Reporter stated that child was on bipap for 3 weeks following discharge from ICU. Reporter stated child had spinal muscular atrophy, and respiratory failure. Reported stated that child's mother has contacted FDA and filed report.